Manufacturer narrative:
On (B)(6) 2017; removed the implant date, it does not make sense with the manufacture date. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to a fracture. No adverse patient events were reported.